Event description:
The customer's husband reported that his wife was in a boating accident, and the insulin pump was submerged in water. The husband didn't have the insulin pump with him at the time of the call, but he stated that the screen is completely blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor assembly.